Manufacturer narrative:
No radiographs were provided to confirm the reported event. Reinforcement of the previously-implanted rods were performed by placing an axial connector and adding o-h connectors converting them to dual rods. No product will be returned as it remains in-situ. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
Reportedly, a year ago patient underwent posterior spinal fusion at t5-s2ai levels. On (B)(6) 2017 a revision procedure occurred due to a broken rod at l2/3 levels on the right and l3/4 levels on the left. Reinforcement of the previously-implanted rods were performed. . No patient injury was reported.